Event description:
It was reported that insulin pump touchscreen became cracked and shattered, causing screen to be illegible and unresponsive so customer could no longer interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, technical support confirmed shipping details, provided storage and return instructions, arranged for return of damaged device, and supplied replacement pump so insulin therapy could continue.